Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced after the device reverted to safety mode operation. No additional adverse patient effects were reported. The explanted device was discarded at the hospital due to the patient's mrsa infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.